Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the physician experienced difficulty in using the tunnelling tool as the patient had tough, leathery skin and scalp wherein causing the patient to bleed more than the normal. The physician applied pressure, gauze and suction. The patient was doing well postoperatively.